Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (b(4), serial: (B)(6), batch: a000167558. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a new pain pattern in their leg following the trial lead implant. It is unknown which lead was at fault. As a result, the physician explanted the leads on (B)(6) 2025.